Event description:
It was reported that during implant this lead was an attempted into the left bundle branch. The physician repositioned the lead several times during the procedure as it was decided more depth was needed. The cables were taken off and the lead body was twisted multiple times. At the time of pacing, the lead exhibited high impedance out of range and high capture thresholds. The physician unsuccessfully attempted to retract the screw, subsequently, the counterclockwise torque on lead body got lead to come out. The lead was pulled all the way out of the sheath and the tissue was found to be stuck in helix. Then, the tissue was taken out of helix, but the screw still would not retract. Furthermore, the lead was unsuccessfully replaced with a second lead. A third lead was successfully implanted. No adverse patient effects were reported.

Event description:
It was reported that during implant this lead was an attempted into the left bundle branch. The physician repositioned the lead several times during the procedure as it was decided more depth was needed. The cables were taken off and the lead body was twisted multiple times. At the time of pacing, the lead exhibited high impedance out of range and high capture thresholds. The physician unsuccessfully attempted to retract the screw, subsequently, the counterclockwise torque on lead body got lead to come out. The lead was pulled all the way out of the sheath and the tissue was found to be stuck in helix. Then, the tissue was taken out of helix, but the screw still would not retract. Furthermore, the lead was unsuccessfully replaced with a second lead. A third lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was extended and dried blood was noted in the helix housing. Based upon the clinical observations and the laboratory findings, we believe that body fluid and tissue inside the helix housing may have contributed to the irregularity in helix function. Then testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies.